Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received a failed battery test alarm. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that the failed battery test alarm recurred after inserting a new battery. The customer's mother stated that the battery compartment and spring were neither damaged nor corroded. The customer's mother stated that the battery cap was not missing or damaged. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with currents within specifications and no unexpected failed battery. However, the insulin pump had minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.